Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding high blood glucose levels. The customer stated that she went to the emergency room. No cause or date of event was reported.